Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, it was reported by a sales representative via email that an ar-8973r-30-180 arthrex fibulock nail broke at the tip of where the talons deploy during the beginning insertion of the nail. The talons were compromised and could not be deployed properly. There was an increase in case time, and anesthesia was increased by 15-20 minutes. The broken implant portion was left inside the patient. The broken piece was advanced up the canal to make sure that the final implant could be used. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 04/14/2025: no revision surgery is required because the broken fragment advanced up the canal of the fibula. They tried to remove the broken piece for a few minutes but elected to advance so as not to cause the patient harm. The patient did not experience a reduction in quality of life due to the deviation. The case was completed successfully using a fibulock nail. There were no adverse effects reported during or after the surgery. This occurred during an ankle fracture procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.